Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were unable to charge the recharger because the dtc plug broke off. Pt was able to recharge the implant, but they would need to charge again soon. Agent sent a request to replace dtc. No symptoms were reported.

Event description:
Agent reopened and reassigned case to send wireless recharger kit email to representatives and to add serial numbers into secure note. Patient called back and received the replacement desktop charger but the recharger still wasn't charging. During the call green light displayed on the desktop charger. The recharger would not light up. Agent reviewed wireless recharger kit process. Agent closed case. Agent re-sent wireless recharger kit email to representatives.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.